Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation (afib) ablation interventional procedure using a 10f sheath. Reportedly, the sutures of the prostyle were deployed successfully; however, the physician prematurely locked the knot so it could not be advanced completely and hemostasis was not achieved. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the prostyle instructions for use (IFU) states: do not pull on the individual suture limbs to prevent knot advancement or locking of the knot. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to user error. In this case, it is likely that the user tensioned the rail suture without distal advancement with the knot pusher or tensions/advances non-rail (white) suture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code: 2017 - failure to follow steps / instructions. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.